Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, functioning only a small fraction of attempts and preventing the user from waking the screen to perform a cartridge change, which led the user to power down the device and transition to backup therapy. Symptoms included no reported adverse physiological effects. Outcomes included continued glycemic management on backup therapy without blood glucose impact and no medical intervention or hospitalization. Investigation included complaint intake, user education on return and replacement procedures, and replacement device shipment with instructions to sync data and shut down prior to return. Investigation of this device was confirmed and revealed a suspected mechanical or interface malfunction of the sleep/wake button consistent with a device control/switch component issue, for which a replacement was issued. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the user interface control with no patient harm.